Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses and two conformable gore® tag® thoracic endoprostheses. It was reported the two tag® devices were implanted below the renal arteries to straighten the patient¿s extremely tortuous anatomy and neck angle of more than 60 degrees. The trunk-ipsilateral leg component was reportedly implanted within the distal portion of the tag® device and extended with a contralateral leg component. On (B)(6) 2014, follow-up imaging identified a suspected proximal type I endoleak on the proximally implanted tag® device (unknown which lot) with no evidence of aneurismal growth. It was reported the cause of the endoleak is unknown. On (B)(6) 2014, an intervention was performed whereby an aortic extender component was implanted for proximal extension on the proximally implanted tag® device (unknown which lot). The aortic extender component was implanted and ballooned, but seal was reportedly not obtained. It was also reported that during ballooning, guidewire access was lost. The physician reportedly elected to convert the patient to open surgical repair and explant all five devices. The patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Refer to the results of the imaging evaluation. Additional device implanted and involved in this event: tgu313110/10944667.